Event description:
The user was seen for a routine follow-up at which affected channels were seen. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2020-00751. Please refer to this report for further information.